Manufacturer narrative:
Date rec'd by MFR: 28oct2019. Date of report: 29oct2019. Multiple unsuccessful attempts were made to gather resolution. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019.

Event description:
The customer reported touch screen failure. There was no patient involvement.